Manufacturer narrative:
Batch record review of lot c104 was conducted. There were no non conformances related to this type of event for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected; however, there are currently two CAPA's ((B)(4)) opened to investigate cellex's blood leaks in the centrifuge chamber as well as drive tube leaks. Service order (B)(4) completed: service field engineer replaced fuse, (due to low pressure). Also, replaced centrifuge leak strip (due to error 130). Noted general damage/wear to strip; therefore, replaced strip and clamps, tightened monitor and ran extended centrifuge test at 2400 rpm with no errors. Checkout complete. The assessment is based on info available at the time of the investigation. No product was returned for investigation; therefore, the root cause for the leak cannot be determined based solely on the info provided by the customer. Complaints are monitored through tracking and trending. If add'l info is rec'd, the complaint will reopen and processed accordingly. (B)(4).

Event description:
Customer reported a drive tube broke and leaked blood in the centrifuge when a treatment had reached about 200 ml whole blood processed, causing a leak alarm. Treatment was aborted with no blood in the kit at that time returned to the pt. Customer stated, the two drive tube bearings were damaged and out of the bearing retainers, and the centrifuge leak sensor strip was damaged. Customer indicated she did not believe operator error was involved, as they carefully check to ensure the drive tube bearings are correctly installed when loading the kit. Customer reported, the (B)(6) male pt was stable and they had already started a new treatment for him on a different instrument. Customer requested field service to be dispatched as soon as possible as they are very busy with pt treatments. Service order (B)(4) was dispatched per customer's request. No product was returned for investigation.